Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material adhering to the device could not be determined. Reprocessing was confirmed,, to be practiced in accordance with instructions for use (IFU). The foreign material residue point was confirmed to be free from deformation. The subject event can be detected and prevented, by implementation in accordance with the below instructions for use (IFU): instructions for evis lucera gif/cf/pcf, type 260 series, operation manual, chapter 3: ¿preparation and inspection¿: describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif, type 260 series, reprocessing manual, "chapter 3: ¿cleaning, disinfection and sterilization procedures¿: describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.